Event description:
It was reported that the insulin pump is making a grinding noise during the rewind process. The insulin pump also alarmed motor error during the prime process. The current blood glucose reading is 89 mg/dl. Customer stated that the insulin pump is not delivering the programmed amount of insulin. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing. The test reservoir units left matches properly to the units left in the insulin pump status screen. The insulin pump has a loud motor noise during the rewind. The insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery volume accuracy test. The pump was received with a loud motor noise during the rewind due to a faulty motor.